Event description:
New information noted that the patient presented in clinic on (B)(6) 2021. Device interrogation revealed that atrial lead noise continued and was causing inappropriate mode switches. Isometric exercises were performed and lead noise was reproduced with some exercises. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient presented in clinic on (B)(6) 2020. Device interrogation revealed that there continues to be atrial lead noise. Isometric exercises were performed and noise was noted. No intervention was performed. Patient was stable and would be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed atrial lead noise that cause inappropriate auto mode switch. No intervention was performed at the time. The patient was asymptomatic and will be monitored.